Event description:
It was reported that a patient underwent a kyphoplasty procedure. When attempting to remove the ibt from the patient, the balloon bunched up and would not exit through the cannula. The entire cannula was removed with the ibt. The cannula was reinserted and the case was completed with no further complications. The procedure was completed successfully with no patient complications reported. No additional information was reported.

Manufacturer narrative:
Method: followed up with company representative. Conclusion: the balloon was observed to be bunched and catheter stretched and twisted on catheter 1. The issue was confirmed. Probable root cause: a probable root cause could be a combination of factors. It is possible that the balloon was not completely deflated by pulling a good vacuum causing the balloon not to fold completely prior to removal from the cannula. It is also possible that a full vacuum was pulled, but the balloon did not fold correctly causing it to get bunched up during the removal process. The stretching and twisting of the catheter and the bunching at the strain relief most probably were caused by excessive force applied along with a twisting motion to the catheter during the catheter removal process through the cannula.